Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient line during drain 1 of 4 of their pd treatment. The patient reported seeing a hole in the line. The cause of the hole and leak is unknown. Fluid was not discovered in the pump module area or on the external of the cassette. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the reported event. The patient contact confirmed that there were no other leaks and that their cat may have bitten the line and caused the fluid leak. The cycler produced an air detected in cassette alarm prior to the leak. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using a new setup of supplies and the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient line during drain 1 of 4 of their pd treatment. The patient reported seeing a hole in the line. The cause of the hole and leak is unknown. Fluid was not discovered in the pump module area or on the external of the cassette. It was reported that an alternate treatment option was available. Upon follow up, the patient contact confirmed the reported event. The patient contact confirmed that there were no other leaks and that their cat may have bitten the line and caused the fluid leak. The cycler produced an air detected in cassette alarm prior to the leak. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using a new setup of supplies and the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.